Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient(pt) reports device stopped controlling symptoms "about 2 weeks ago". Pt reports only able to empty half of urine and has to wait a long time before urinating. Agent did not ask about the circumstances that led to the reported issue. Pt increased therapy strength. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.